Manufacturer narrative:
(B)(4). The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, device return is anticipated. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil prematurely detached inside the microcatheter before it reached the lesion during a stent assisted coiling treatment of an aneurysm. The device was removed and the procedure was completed with another device. There were no patient complications reported.